Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : b4, b5, d10, g4, g7, h1, h2, h3,h6, h10. The device has been returned to the manufacturer. The device analysis showed that 6 products have been returned. One product was totally broken on the bottom of the pieces, a part of the piece is missing. 3 products were damaged on one side on the bottom of the pieces. 2 products were not damaged but twisted on the bottom of the pieces. Different batches have been received for this complaint. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The review of the raw material certificate shows no non conformity or deviation. 1 complaint (involving 6 products), this one included, has been recorded on exception standard stem trial neck s789, reference (B)(4), batch 1686508040. According to available data, root cause of the event was unable to be determined. A summary of the investigation was sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmerbiomet will continue to monitor for trend.

Event description:
It was reported that 6 instruments from the same batch broke in one year. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected information. The following section has been updated : b4, b5, d4, g4, g7, h1, h2, h4, h10. The device has been returned to the manufacturer. The product analysis shows that one product (lot 912267120) is totally broken on the bottom of the pieces a part of the piece is missing. There were 2 products (lot 1619260120 and 1576566040) that were damaged on one side on the bottom of the pieces. There were 2 products (1596025020 and 1549400040) that were not damaged but twisted on the bottom of the pieces. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. 1 complaint, this one included, has been recorded on exception standard stem trial neck s789, reference (B)(4), batch 1596025020. Investigation results concluded that the reported event was due to wear and tear from use. A summary of the investigation was sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmerbiomet will continue to monitor for trends.

Event description:
It was reported that the instrument broke. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that 6 instruments from the same batch broke in one year. No adverse events have been reported as a result of the malfunction.